Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock and was admitted to the hospital. Review of the treated episode noted oversensing of noise. Testing of the system was unable to reproduce any noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.